Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to loose or protruded drive support disk. Device received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that he did the rewind but insulin started squirting out and the insulin pump alarmed. The drive support cap is protruded. Customer stated he pushed it and the device seemed to work. Blood glucose value was 125 mg/dl. Nothing further reported.